Event description:
Acct. Reports the anesthesiologist was injecting the anesthesia medication into the most distal port of the continu-flo set and when the anesthesiologist did, one of the more proximal ports pushed into the tubing and blocked the tubing and flow of solution. States there were no stopcocks on the set and the roller clamp was not closed. States they were doing an emergency c-section and the physician was very angry due to the delay in having to change the IV tubing. There was no harm to the baby or the mother, but due to the delay, the potential was there.